Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple episodes of supraventricular tachycardia with some episodes labeled as ventricular tachycardia were observed during a device check. The device delivered inappropriate therapy. Programming changes were discussed. The patient was stable throughout the session.